Manufacturer narrative:
25-sep-2015 product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head breaks off in mouth [device breakage]. Brush head keeps coming loose, wobbles [device connection issue]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age bought a set of oral-b precision clean brushheads to use with an oral-b rechargeable toothbrush, version unknown. She described that the brush head kept coming loose, wobbling, and then suddenly it was in her hands or it broke off in her mouth. She stated that they broke after a week or so. No symptoms developed. 25-sep-2015 product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head breaks off in mouth [device breakage] brush head keeps coming loose, wobbles [device connection issue] no adverse event [no adverse event] case description: a female consumer of unspecified age bought a set of oral-b precision clean brushheads to use with an oral-b rechargeable toothbrush, version unknown. She described that the brush head kept coming loose, wobbling, and then suddenly it was in her hands or it broke off in her mouth. She stated that they broke after a week or so. No symptoms developed.